Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation findings were as follows: due to a pinhole on the bending section, water tightness was lost; the connecting tube had a wrinkle; the connecting tube had a dent; due to the deformation of the control unit, water tightness was lost; the adhesive on the bending section had a chip; due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to damage to the channel tube, the channel cleaning brush could not be inserted smoothly. Additionally, the following parts exhibited scratches: the eyepiece, diopter ring, scope connector, grip, venting connector, ud plate, control unit, and connecting tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed during the device evaluation of the fiberscope, that the coating of the image guide pipe was peeling (1mm squared or more). There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling coating of the image guide pipe was caused by stress from use, external factors, or handling. Olympus will continue to monitor field performance for this device.